Event description:
Pt presented with acute occlusion of the right middle cerebral artery (mca) m1/m2 junction. A mechanical thrombectomy procedure using a merci retriever v 2.5 firm in combination with a penumbra aspiration catheter and intra-arterial tpa infusion. After the second retrieval attempt, which resulted in partial recanalization of the vessel, it was noted that there was an extreme acute angulation in the m1/m2 vessels. The third retrieval attempt resulted in significantly better perfusion at the acute bend with increased perfusion of the m3 vessels. A small area of extravasation was seen in the proximal m2 vessel. The tpa infusion (10 mg total infusion) was discontinued when the extravasation was seen. The physician indicated the extravasation was likely due to the merci device's traction on the artery. The procedure was terminated so as to not exacerbate the area of hemorrhage. The last cerebral angiogram showed no significant acute hemorrhage. The 24 hour CT showed extravascular blood. Site personnel indicated the hemorrhage may have contributed to the neurological deterioration of the pt. The baseline nihss score was 7. The nihss score 24 hours post-procedure was 9. The site's procedure notes indicated that due to the extreme tortuosity of this vessel, mechanical thrombectomy is extremely difficult as pulling the device through this kink can be extremely difficult. The notes also indicated that despite this unfavorable anatomy, mechanical thrombectomy was performed and there was significant partial recanalization of the middle cerebral vessels.

Manufacturer narrative:
No device malfunctions were reported. The retriever instructions for use (IFU) lists vessel perforation, intracranial hemorrhage, neurological deficits including stroke; and death as a possible complications. The IFU also contains a warning that provides recommendations to reduce the risk of vessel damage.